Event description:
It was reported the pt had discomfort with the ipg pocket location; the ipg was touching her rib, causing it to move. The pt elected to have a pocket revision. The physician revised the ipg pocket site and added two extensions to the scs system on (B)(6) 2011. Follow up revealed the issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.